Manufacturer narrative:
The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. Stanmore implants provided a revision implant fr this case and it is reported that the revision procedure was completed on the (B)(6) 2017. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and/or additional information become available, this investigation will be re-opened. Device not returned.

Event description:
It has been reported that the surgeon will revise the stem of the patient's jts proximal tibia.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the surgeon will revise the stem of the patient's jts proximal tibia.